Event description:
It was reported that the right ventricular (rv) lead had high impedance and high threshold. The issues were indicators for the onset of a possible lead fracture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and high threshold. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: d284drg, implantable cardioverter defibrillator, (B)(6) 2010; 5076-52, implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. Max v-pace impedance rises from an approximate baseline of 475 ohm the week ending (B)(6) 2013 to > 1500 ohm the week ending (B)(6) 2013.